Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a customer reported on 14-jun-2022 reporting a "foggy appearance during the procedure" involving pentax medical video colonoscope model ec38-i10nl, serial number (B)(4). The endoscopist attempted to clear the screen with water, and by blotting the screen on clean parts of the bowel, but with no improvement. This is a known issue that the is being tracked and is the reason the facility had the loaner endoscope, so that biomed could review our equipment for this same issue. The reported failure caused an approximate 20 minute delay in the case per physician resulting in the patient being under anesthesia for additional time. A second endoscope was required to complete the procedure. The model and serial numbers of the second endoscipe were not provided.

Manufacturer narrative:
Evaluation summary the scope was inspected and no faults were found. It is presumed that the phenomenon was caused by the blurring of the image due to dirt on the lens surface. Regarding this phenomenon, we have determined that it may be difficult to remove dirt from the lens due to environmental factors.